Manufacturer narrative:
The investigation has been completed. The lt log shows that the pump was run but was experiencing low pump flows. The returned pump ran within specification in the lab. No visual abnormalities were observed. The cause of the low pump flow was most likely patient condition related.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported by the customer that the pump did not start, but upon further investigation, it was clarified that the pump was working but experienced low pump flows. As a result, device was replaced with another impella cp pump. No patient harm was reported.